Manufacturer narrative:
Other, other text: additional information: a2, a3, a4, a6, b3, b5 and h6 (patient code). Device evaluation: one cadd solis vip pump was returned for analysis due to displaying an error code. A system fault error was found in the event's history. The motor test was performed to test the device. The reported problem regarding error 41622 and pink screen was duplicated while performing a motor test. Both the error and pink screen is a result of a failed motor unable to run. Upon opening the pump, there was excessive amounts of dirt all over the motor and chassis. The device was cleaned.

Event description:
Additional information provided that the error code occurred at the end of the infusion.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error 41622 and had pink screen. No reported adverse effects.